Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a subcutaneous implantable cardioverter defibrillator (s-ICD) device check, upon interrogation and alert was noted. The alert represented a da error. Boston scientific technical services (ts) was contacted and discussed that this is a benign error and can be cleared using the programmer. No further issues were reported and no adverse events. The device remains in service.